Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were indications of an odor emanating from the cycler. There were no visual indication of particulates within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The internal inspection showed thermal decomposition on the lcd power cable. There were indications of dried fluid on the bottom cover between the front panel assembly and the pump assembly. The cause of the encountered dried fluid could not be determined. The mushroom head check passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an thermal decomposition of the lcd cable. The cycler was refurbished following the evaluation.

Event description:
A contact of a peritoneal dialysis (pd) patient called fresenius technical support to report they smelled a burning smell from the liberty cycler during treatment. The patient contact stated that they disconnected the patient from the cycler once they were done and realized, that the burning smell was coming from the cycler itself. The fresenius technical support representative issued a replacement cycler and advised the patient to discontinue using the machine. It was reported the patient will perform alternate treatment. Additional information was requested but to date, has not been provided. The cycler was returned to the manufacturer for evaluation. Upon physical evaluation of the cycler by the manufacturer, it was identified that thermal decomposition was noted on the lcd power cable.